Event description:
It was reported in a retrospective clinical study that chronic pyomiosis and psoas abcs occurred 4 years after the surgery, requiring chirurgical drainage without opening the joint capsule. The surgeon indicated that this adverse event was possibly related to the device. The complication was resolved on april 8, 2015. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref. 1076-23, lot unknown, description: ringloc 10 arcom plastic c 32 I/d-size 23, ref. 1010-35, lot unknown, description: ceramic femoral head 12/14 32mm s. Report source: foreign - spain. Study - clinical study. PMA/510k - this device is not manufactured by zimmer biomet in the united states. However, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k030055.